Event description:
Voluntary medwatch form received notes that a patient presented with an infection. The entire system including this left ventricular (lv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5145412.